Event description:
Customer reported battery issues but declined troubleshooting. There was no adverse impact to the customer¿s blood glucose level. No further assistance was requested, and no additional information was received regarding the outcome of the event.